Event description:
It was reported that the patient experienced an infection approximately two months after the implant of the cardiac resynchronization therapy defibrillator (crt-d)with an absorbable envelope. Cultures were taken and antibiotic treatment was necessary. The device and leads were explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 0282 lead, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.